Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported the patient was still having severe bladder and bowel problems after implant along with kidney stones, pneumonia, and a urinary tract infection (uti). At the end of (B)(6) 2016, the patient slipped and fell. As a result, the patient was not getting the correct stimulation and only had one program, but noted that they thought the device was working and they found the right program. It was believed that another uti was starting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.